Event description:
It was reported that an audible sound was observed when the run/stop key is pressed, however the key is inoperable. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The baxter device evaluation found the #5, #6, #7, #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #1 key is pressed 16 will be displayed. When in alphabetic mode and the abc key is selected, ap will be displayed interfering with the mdl drug search). Baxter's engineering investigation is in progress. When completed, a supplemental report will be submitted. At this time, the date of event is unknown.